Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via x-ray. The electrical parameters of the lead were normal. Physician elected to cap and replaced the lead. Patient condition was good following the procedure.